Event description:
Rejected by axc4 - no device identification. It was reported that a patient underwent an unspecified spinal procedure. The patient complains of a chronic back problem and is "pretty sure that mdt product is in (pt) back. (Pt.) Does not know what it is called. (Pt.) Has multiple other problems, joint problems." No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.